Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer tried several troubleshooting steps with technical support, including inspecting and cleaning the pneumatic tap area and attempting to load a new cartridge, but was unable to successfully load it. Technical support then referred the customer to control system automation for further assistance.